Event description:
It was reported that the (1) tlc55 was used during a colostomy closure procedure. It was reported that the trigger would only advance a few staples and not go any further. The case was completed with another device. There was no consequence to the pt.